Manufacturer narrative:
Complaint has been evaluated and is similar to report number: (B)(4)_1644408-2021-01238; 508-32-204 s810 - device loosening.

Event description:
Patient presented with a loose baseplate, screw and glenosphere construct. It was decided to remove the said construct and implant a baseplate in the best bone stock available which was the inferior/posterior glenoid. The baseplate was successfully implanted along with the necessary 4 peripheral screws and a new glensophere.